Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated no power to the pump; no additional information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the black box indicated unexplained reboots occurred on (B)(6) 2016. The battery compartment and battery cap were undamaged and the cap was able to secure properly. The battery cap was unscrewed a half turn with no power interruptions occurring. The pump successfully completed ez-prime steps and was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that there was moisture corrosion on the continuous glucose monitoring module and on the pump¿s eeprom (electronically erasable programmable read only memory).